Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The field service engineer (fse) installed a new breath delivery (bd)central processing unit printed circuit board (cpu pcb), reinstalled the software; and verified that the ventilator passed all tests and calibrations as outlined by the service manual.

Event description:
It was reported that during patient use, the ventilator entered an inoperative condition. The patient was removed from the ventilator without any reported harm.